Event description:
Sales representative reports: account experienced a strikethrough of blood on the sleeve, mid-forearm area. There was no bloodborne pathogen exposure. The device was discarded at the user facility.